Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced a cracked/damaged needle hub. The following information was provided by the initial reporter: the customer reported about a broken barrel of syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-16. H6: investigation summary customer returned (1) loose 3/10cc syringe. This issue was first noted during the investigation completed under investigation child 1975138. The returned syringe was examined and exhibited a cracked shield. A review of the device history record was completed for batch # 9337429 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(6)] noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure. Root cause: maintenance dispatch (l2l) #102018 was opened on 30jan2020 for bags not sealing properly and damaging parts. Plungers falling out of the dial. The screw was out of adjustment. Corrective action: replaced regulator for the air cooling on the back jaw, replaced the knife as it had some broken teeth, replaced leaking air fittings on the front jaw firing cylinder.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced a cracked/damaged needle hub. The following information was provided by the initial reporter: the customer reported about a broken barrel of syringe.